Manufacturer narrative:
Please note that the patient code was corrected from "no consequences or impact to patient " to "no patient involvement" since this issue was noted prior to patient use. Complaint conclusion: as reported by the affiliate, the proximal section of the device was "crimped," and this condition was noted prior to patient use. The procedure was carried out and finished by using a new genesis device of the same size with a successful outcome. When the device was received by the decontamination lab, it was noted that the struts were uplifted on proximal end of stent. The intended procedure was stenting of a ¿serious¿ stenosis. During the preparation of the stent, it was detected that the proximal section was ¿not crimped.¿ there was no difficulty removing the product from the packaging and the device was handled and prepped according to the IFU. The device was returned for analysis. One non-sterile sds genesis 8x24mm 135cm pro was received coiled inside a plastic bag. The stent was mounted in its original position between the marker bands and the struts were uplifted in the proximal section of it. Review of DHR for lot 16001885 no nonconformance records or excursion records were found for this lot. The reported proximal strut uplift was confirmed through analysis of the returned device. The exact cause could not be determined. Based on the information available for review, factor contributing to the uplift could not be determined. Neither the DHR nor the analysis suggests a design or manufacturing related cause. Additionally, controls are in placed to detect stent out of position before leaving the facility. Therefore, no corrective action will be taken at this time.

Event description:
As reported by the affiliate, the proximal section of the device was "crimped," and this condition was noted prior to patient use. The procedure was carried out and finished by using a new genesis device of the same size with a successful outcome. When the device was received by the decontamination lab, it was noted that the struts were uplifted on proximal end of stent. The intended procedure was stenting of a serious stenosis. During the preparation of the stent, it was detected that the proximal section was ¿not crimped.¿ there was no difficulty removing the product from the packaging anf the device was handled and prepped according to the IFU. However, prior to patient use, proximal section of the device was ¿crimped.¿ another new palmaz genesis stent of the same size was used in order to complete the procedure. The procedure was completed with a successful outcome. The defective stent was not used on the patient. When the device was received by the decontamination lab, it was noted that the struts were uplifted on proximal end of stent. (B)(4)

Manufacturer narrative:
The device had been received; but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. (B)(4). (B)(6). Device evaluated by mfg? No.